Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction for initial MDR submission - correct date should be 11/3/2025 due to incorrect entry for previous submission g3 date received by mfg - correction for initial MDR submission - correct date should be 11/3/2025 due to incorrect entry for previous submission.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025 data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.